Event description:
Boston scientific received information that multiple pace impedance measurements were observed to be 1100 ohms, when typically pace impedance measurements were usually measuring approximately 500 ohms to 600 ohms. Increased impedance measurements were not reproducible when checked in the clinic. All other lead measurements were stable and within acceptable limits. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.